Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: occurred during a totally extraperitoneal (tep) procedure. The balloon of the trocar busted. There was no patient injury. To correct the issue, a new trocar was used.